Event description:
During surgery, the surgeon hit on the lpi handle to impact and the handle broke in two pieces, one part in the hand & another part on the floor. There were no pieces that went inside the body. No consequence for the patient. The device will be returned.

Manufacturer narrative:
(H3) the evaluation of the of the reported event found that the fractured lpi impactor handle reported in was likely the result of the inherent potential for such breakage in the design and being exposed to high impaction forces required during implant surgeries.

Manufacturer narrative:
After further review of additional information received the following sections were updated: b5,g4 b5: review determined this event was reported incorrectly as a serious adverse event requiring intervention and is being corrected to product problem with the type of reportable event as a "malfunction" corrections made to the following: b1: corrected to product problem b2: corrected to n/a h1: corrected to malfunction.